Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain. The device was not functioning. The ipp was explanted. No further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that both cylinders had broken fabric threads from wear in the middle of the cylinder. The outer sleeve was completely removed. Cylinder one had a hole and leak in the middle of the cylinder from sharp instrument. Cylinder two had wear at fold in the middle of the cylinder. Cylinder two had broken fabric threads from wear in the middle of the cylinder. The outer sleeve was separated at the proximal end from wear. Cylinder two had a bulge in the middle of the cylinder when inflated with syringe. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir had wear at a fold in reservoir shell. Flat reservoir had a hole from sharp instrument damage. Reservoir kink resistant tubing (krt) was worn to the filament. Reservoir had a leak at a hole from sharp instrument damage. The pump was microscopically inspected, and leak, functional tested. The microscope test revealed that the pump was worn to the filament. The pump passed leak test. The pump did not pass the activation test. Product analysis was able to confirm the reported device allegation.